Manufacturer narrative:
A DHR review was conducted and no deviations, issues or nonconformances were found. The risk management file was reviewed. No similar complaints for this lot or different lots have been received. Image was provided by the reporter and clearly shows that the barbed portion of the drain only valve (used outside the body) is broken off. The device was returned and evaluated and confirmed that the bard portion was broken off and a crack is observed in the valve body above the connection. Only the drain only valve was returned and not the catheter. Unclear if the catheter was placed in the patient. The root cause is unable to be determined. The likely root cause is application of excessive force to the joint between the catheter and the drain only valve causing the crack and barb portion to break off.

Event description:
Physician was twisting the catheter together during a procedure and noted that it was leaking and was cracked. Another asept catheter was used to complete the procedure.